Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). H3, h6: the system was serviced in the field and the camera was replaced. B01, c08, and d02 are applicable. The camera was received by the manufacturer for analysis. The returned positioning sensor unit (psu) contained scratches on the housing and lenses, as well, the right side was missing the sensor lens. A check of the event log showed intermittent firmware incompatibility dating back to (B)(6) 2020 and intermittent illuminator current low, dating back to (B)(6) 2023. Otherwise, it passed an accuracy test (aak) at 0.071mm with a passing threshold of 0.250mm. Physical damage was confirmed. B01, c08, c07, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the camera lens was damaged from someone running it into something. The damage was due to negligence. There was no patient involvement.